Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a pocket fill occurred during a routine refill. No environmental, external, or patient factors were reported to have caused this issue. It was unknown what actions were taken to resolve the issue. No surgical intervention occurred. The issue was resolved and the patient was "alive - no injury." No symptoms were reported. There were no further complications reported at this time.